Event description:
It was reported that there were removal difficulties. A rotablator device was selected for an atherectomy procedure within a calcified lesion. During the procedure after set-up, the console made a loud noise and the procedure was stopped. There were no speed issues or visible defects noted. There was difficulty removing the device as dynaglide was not used during removal. There was no damage to the burr, however high resistance was felt. The device was removed and the procedure was completed. There were no patient complications and the patient was in stable condition.